Manufacturer narrative:
The manufacturer received information that the reported failed component was returned to the product investigation lab (pil) for evaluation. Pil received a trilogy evo backup buzzer assembly with the allegation of an audible alarm verification test failure at service. Pil was unable to confirm a failure of the buzzer. Pil installed the trilogy evo backup buzzer assembly on the trilogy evo test bed and then tested the backup buzzer on the pil trilogy evo multifunctional test station for audible alarm verification and power fail verification and passed all testing. Pil concluded that the backup buzzer operates as designed.

Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. Periodic maintenance was performed. During evaluation, the device failed for "power-fail verification: alarm on" indicating all power to the device was lost and the device did not alarm. The device's buzzer assembly was replaced to address the issue. After repair, the device passed repair testing and was confirmed to operate properly.

Manufacturer narrative:
It was previously reported: the manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. Periodic maintenance was performed. During evaluation, the device failed for "power-fail verification: alarm on" indicating all power to the device was lost and the device did not alarm. The device's buzzer assembly was replaced to address the issue. After repair, the device passed repair testing and was confirmed to operate properly. Correction to the device evaluation received: since the device failed "audible alarm verification: alarm on" for final test, the buzzer assembly was replaced.¿ since the device failed "power-fail verification alarm on" for final test, the buzzer assembly was replaced. No change or update to the complaint coding grids required as they accurately represent the device issue included in the correction information.